Event description:
The patient received blisters in the area of treatment during an electrotherapy treatment. The patient was being treated for lower back pain. The patient sought medical attention for the blister. The event did not lead to a delay in treatment. The patient received electrotherapy treatments prior to this event. The patient was being treated with electrotherapy for lower back pain. The clinician prescribed the premod electrotherapy waveform. The patient's skin was not prepped prior to the treatment. The treatment time and waveform configuration were not provided. The treatment intensity was set to patient tolerance. The electrode size was estimated to be 2 x 4 inches in size and not used more than 12 times on the patient. The patient completed the treatment with no discomfort. Post treatment, the clinician noted blistering under the one of the treatment electrodes. The clinician mentioned that the patient was being seen for numerous health issues. The clinician did not provide the specific details of the patient health issues or the severity. The patient is a diabetic and is obese.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Purpose: evaluate the performance of intelect combo 4 ch. A complaint was reported on the stimulator side of the unit. The treatment used was premod. Scope: this report applies to the unit, electrodes, and lead wires. Electrodes were requested and not received; therefore, the scope of the testing applies to the unit and lead wire. Conclusion: premod waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery on stimulation. Unit passed all tests conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery in electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. The application of electrodes can cause or contributor of the reported incident. Patient skin preparation or electrode placement can also contribute to the reported incident. The unit meets all manufacturers specifications and has updated software.